Event description:
It was reported that episode review was requested for this subcutaneous implantable cardioverter defibrillator (sicd). Boston scientific (bsc) technical services (ts) noted one untreated and one treated event. The patient was watching a video on his phone when an inappropriate shock was delivered due to oversensed noise. Similar noise was present at rest and enhanced with arm movement. The delivered shock impedance was 135 ohms and r-waves were approximately 0.5mv. Automatic set up failed in primary and secondary vectors due to the low r-wave measurements; however, smart pass was re-enabled. X-ray revealed the device was rotated but confirmed there was no obvious fat under the device or electrode. It was noted that the patient received multiple inappropriate shocks two years ago while on vacation. The consultant discussed programming options and potential re-screening. The device remains in service and no additional adverse patient effects were reported.